Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that her blood glucose meter displayed her blood glucose as "hi". The customer was advised that the meter would not display blood glucose values exceeding 600 mg/dl. The customer mentioned that her blood glucose was high due to lifestyle issues and not eating well. Troubleshooting did not occur. The customer was advised on how to use the insulin pump to bolus. The insulin pump was not returned for analysis.